Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had developed raw skin under the electrodes. The patient's doctor approved the patient's removal of the device. The medical outcome of the patient is unknown.